Manufacturer narrative:
The pump was received with the black retainer still attached to the pump case and without any damage. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test at .08730 inches. The pump history and trace files were successfully downloaded using thump. A review of the pump history file reveals on (B)(6) 2024 at 14:01 there was a no delivery (insulin flow blocked) alarms generated during a bolus wizard delivery. There were no motor alarms on or near the event date, (B)(6) 2024. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, and cracked battery tube threads. The pump passed all functional testing. High bg anomaly is not confirmed. The complaint of damage on the retainer and the reservoir unable to lock in place are not confirmed. The complaint of insulin flow blocked alarm (obstruction) and unidentified motor error are not confirmed. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), insulin pump had two cracks on the insulin pump due to the customer felt down and the insulin pump falling on the floor, displaying obstruction after that, and also motor error, and also noted pt had hypers after that, as well as damage to the retainer ring. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed, and the customer reported physical damage to the retainer ring on the pump. The reservoir was unable to lock into place. No harm requiring medical intervention was reported. Mmt-1810 was requested, and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.